Manufacturer narrative:
(B)(4).

Event description:
It was further reported that stent thrombosis occurred in the proximal left anterior descending artery.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02858. (B)(4) clinical study. It was reported that in-stent restenosis, myocardial infarction and cardiogenic shock occurred. In (B)(6) 2012, the patient presented due to stable angina and was referred for cardiac catheterization which revealed two target lesions. Target lesion # 1 was a de novo lesion located in proximal left anterior descending artery (lad) with 90% stenosis and was 24mm long with a reference vessel diameter of 2.5mm. Target lesion # 1 was treated with pre-dilatation and placement of a 2.5 x 28mm pe plus stent, with 5% residual stenosis. After deploying 2.5 x28mm promus element plus drug eluting study stent, a slight amount of haziness in the ostial lad just proximal to at the leading edge of the stent was noted. Though timi flow was found to be 3, vessel disruption was suspected and was treated with the deployment of 2.5 x 8.00 mm promus element plus study stent in an overlapping manner. Target lesion # 2 was a de novo lesion located in mid lad with 90% stenosis and was 4mm long with a reference vessel diameter of 2.5mm. Target lesion # 2 was treated with direct stent placement using a 2.5 x 8 mm pe plus stent which overlapped the previously placed study stent. Residual stenosis was 5%. One day post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient presented to the emergency department due to one and half day history of chest discomfort and increasing dyspnea. Electrocardiogram (ECG) revealed non-specific st-t abnormalities and q-waves in the anterior leads. Site reported an event of st segment elevation myocardial infarction (stemi). Additionally, the patient was hypotensive with cardiogenic shock with systolic blood pressure of 85 for which intra-aortic balloon pump was placed. Cardiac enzymes were noted to be elevated. Subsequently, the patient was referred for cardiac catheterization. The patient was planned for percutaneous coronary intervention (pci) emergently and coronary artery bypass graft (CABG) was scheduled for later. The 95% in-stent restenosis (isr) in the ostial lad and 85 - 90% stenosis in ostial left circumflex (lcx) artery was treated with kissing balloon angioplasty. Subsequently, kissing stents with a 2.75x24mm non-bsc stent in proximal lad and 3x12mm promus stent in proximal lcx were deployed in to distal left main. Additionally, angioplasty was performed in proximal lad to mid lad and subsequently mid lad was stented with 2.5x16mm rebel stent for treating 70-75% stenosis in mid lad. Following post-dilatation, residual stenosis was less than 20% with timi 3 flow. On the same day, the patient was transferred to another medical center with the continuous chest pain and was admitted to cardiovascular intensive care unit (ICU). After 3 days, the patient underwent CABG including the left internal mammary artery (lima) to lad, saphenous vein graft (svg) to first diagonal (d1), svg to obtuse marginal 1(om1) and svg to left posterior descending artery (l-pda). Event was considered resolving.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2012, after index procedure, residual stenosis was less than 5% and the angiographic results were excellent.